Manufacturer narrative:
The customer replaced the da pcba and solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm, "proximal pressure sensor autozero failed" (diagnostic code 110a), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the alarm, "proximal pressure sensor autozero failed" (diagnostic code 110a), had occurred. A remote service engineer (rse) performed a troubleshoot and reviewed the service manual with the customer. The rse provided the customer with the part number for the data acquisition (da) printed circuit board assembly (pcba) and solenoid valve. Device evaluation and repair are pending.